Event description:
Based on limited info, during esophageal dilatation on pt with chronic strictures, physician pulled back balloon dilator and blood was noted in the stomach. Pt was sent to surgery for repair of stomach perforation. One day later, pt expired.